Event description:
It was reported that electrograms revealed noise on the atrial lead which resulted in auto mode switch episodes. The noise could not be reproduced in the clinic with provocative testing. The patient was asymptomatic, feeling well and returned home. The patient would be monitored.

Manufacturer narrative:
(B)(4).